Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, a cracked case at a display window corner, minor scratches on the display window, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.

Event description:
No blood glucose levels reported. The customer reported that the buttons of the insulin pump were responding intermittently. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.